Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Just one cylinder was returned for examination. It was visually inspected and underwent leak testing. The cylinder had wear at a fold in the proximal, middle, and distal end. The cylinder exhibited fluid leakage due to a hole in the proximal end consistent with sharp instrument damage. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down and was not returned for analysis. The pump passed functional and leak testing. In addition, an unused cylinder was retuned for analysis. It was visually inspected and underwent leak testing. No visual damages or abnormalities were found, and it did pass leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was nonfunctioning properly. Two weeks later a surgery was performed and after examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced upon doctor diagnosis. No patient complications were reported in relation to this event.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was nonfunctioning properly. Two weeks later a surgery was performed and after examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced upon doctor diagnosis. No patient complications were reported in relation to this event.